Event description:
Customer reports to have physical damage of insulin pump. Customer reports rim of battery compartment was cracked and spring at battery compartment looked corroded. Customer does not know how damage occurred. Customer's blood glucose was 178 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.